Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the customer's report was observed and attributed to the batteries being in a low voltage condition. The log confirmed the batteries were depleted. The batteries were scrapped and replaced. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.